Event description:
Per a retrospective post-market study, it was discovered that the device, m40 se020, rts lesser mtp implant, size 2, was initially implanted on (B)(6) 2022. It was reported that due to an infection from the implant a secondary procedure was required to remove the device. The complication was solved by removal of the implant and cleaning of the articulation and implanting a new rts lesser implant.